Event description:
It was reported that the patient saw on the internet that there was a recall on their device in october. Omitted information from (B)(6) ¿ positional stim, shocking since it is unrelated to this event. It was further reported that the patient was calling about a recall involving overstimulation after a power on reset (por) event. The patient had some heart issues in (B)(6) 2013 which required an EKG so they turned off their implantable neurostimulator (ins). The patient attempted to turn on their device in mid-(B)(6). A manufacturer representative had the patient perform a physician mode recharge (pmr) prior to an office visit. Omitted information from (B)(6)¿ positional stim, shocking and (B)(6) ¿ fall, pain since they are unrelated to this event. It was further reported that a ¿power on reset¿ was performed in early (B)(6) to restart the patient¿s battery. The overdischarge was due to patient compliance. A physician mode recharge (pmr) was performed and successful. The patient had not been able to get the stimulation because it was off. There was not a recall on the patient¿s device but a software update and the patient¿s device was updated in (B)(6) 2013 when it was interrogated by a clinician programmer. They were able to turn their stimulation on after the pmr. The patient was looking into a lawyer. Omitted information from (B)(6) ¿ fall, pain since it is unrelated to this event additional information received reported the patient¿s device was off and in over-discharge. It was noted the manufacturer representative offered to meet the patient to clear the power on reset (por) but the patient wanted their device explanted so it was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).